Event description:
It was reported that the system was locking up after an exposure, which required the patient to be re-exposed. It was determined that the database needed to be cleared. After clearing the database and rebooting, the system is working as intended.